Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the interrogation of an implantable device, the left side of the interactive display of the programmer became unresponsive. The interrogation was completed as the needed commands were located in the right side which was still operable. A power cycle of the programmer resolved the issue. The programmer remains in use. No patient complications have been reported as aresult of this event.